Event description:
On (B)(6), 2014, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses (tgu343410j/12578013 at proximal, tgu373715j/12751832 at distal) and a gore® dryseal sheath with hydrophilic coating (dsl2228j/12431942) to repair a thoracic aortic aneurysm. It was reported that the patient's vessel condition was poor. After deployment of the both conformable gore® tag® thoracic endoprostheses, an angiography revealed a type iii endoleak from the device connection. An additional ballooning was performed using a gore® tri-lobe balloon catheter (bcl2645j/12532450) to repair the type iii endoleak however endoleak persisted. The physician suspected another endoleak of indeterminate origin and therefore performed another ballooning to the proximal landing zone. It was reported that another angiography after the ballooning revealed an aorta rupture at the proximal landing zone. An additional conformable gore® tag® thoracic endoprosthesis (tgu373720j/12634882) was implanted for its repair with success and it also resolved the endoleaks. It was reported that the aorta rupture was likely attributed to the patient's poor vessel condition.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported that the aorta rupture was likely attributed to the patient's poor vessel condition.